Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 22.3 cm. An external insulation abrasion due to friction with the device can was noted 20.1 to 20.4 cm from the connector pin breaching the optim sheath only. The silicone insulation was not damaged in this region.

Event description:
This report is to advise of an event observed during analysis.